Manufacturer narrative:
Date received for follow up submission was incorrect on previous supplemental. Correct date is 02/26/2018.

Manufacturer narrative:
Correction: the alleged event is not confirmed. The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was perform and completed. No fluid leaks in the test cassette during the test treatment. Passed mushroom head check. Test positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plants investigation.

Event description:
Peritoneal dialysis nurse reported that when a peritoneal dialysis patient observed evidence of a fluid leak when removing the cassette after competing treatment. It is unknown if the liberty cycler alarmed during the treatment. The patient was treated with prophylactic antibiotics (vancomycin) and (ceftazidime) dosages unknown. The patient remained asymptomatic.